Manufacturer narrative:
One (1) sample was received in used condition without its original packaging. The sample was visually inspected at a distance of 12 inches to 24 inches and normal conditions of illumination. No discrepancies were detected in the sample. The sample was tested with a syringe to replicate the failure mode. Occlusion was detected in the bond between the tube and luer. The occurrence for this failure - clamp to tube and luer bonding - could be caused by: operator error and incorrect solvent dispenser. All mitigations in place were verified and confirmed that they have been executed accordingly; therefore no corrective actions could be implemented. Monitoring of this failure condition will be continued for threshold or escalation. A device history record (DHR) review was not performed as no lot or serial numbers were provided. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).

Event description:
It was reported that, after connecting the product to a solution administration set, when the customer was priming, he noticed that the medical fluid could not pass through the product successfully. No patient injury was reported.